Event description:
It was reported that the donor had an uneventful donation. After completion of the procedure the donor was leaving the center, complained of nausea and fainted in the lobby. The donor laid down with their legs elevated and treated with ice packs and ammonia inhalents. The donor was given soda to drink and was discharged in good condition. A follow-up call the next day to the donor revealed that donor felt better, but was still weak. During this follow-up call the donor's spouse told the collection facility that the door had previously had blood pressure medication prescribed, but the donor was not taking the medication.